Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One gold-tite® square uniscrew (unisg) with crown and abutment was returned for investigation. Visual evaluation of the returned screw identified fractured at the neck. Also, base of the returned unknown lb abutment identified to have signs of wear. Device history record (DHR) review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unisg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported events was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported he placed an implant bnet511 in (B)(6) 2015. On (B)(6) 2020 the doctor reported fracture of the screw.